Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump had unresponsive act button response due to moisture damage on the keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify any alarms due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor failure and then the pump turned off. Customer stated that she tried to replace the battery 3 times but the display is not returning. Customer was advised to disconnect from the pump. Customer stated that there were only scratches on the pump. Customer stated that the battery compartment is neither damaged nor corroded. Customer was advised to insert a new battery but the display did not return. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.